Event description:
Information received indicates, the ground loss light was flashing.

Manufacturer narrative:
The technician found the ground pin was loose on the power cord plug. He replaced the ac plug to repair the bed.